Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On the night of (B)(6) 2025, the patient was getting high readings on the cgm (300 mg/dl) so he took a shot of humulin but the cgm reading did not change and remained high. He fels like was going to pass out so he called 911. Upon ems arrival, they checked the patient's bg and it was 40 mg/dl while the cgm was still 300 mg/dl. The patient was taken to the hospital and treated with IV fluids, insulin and glucose. The patient was discharged the next day (after 22 hours). At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.